Event description:
Customer got a negative cue result on (B)(6) 2021, then a positive rt-pcr result on (B)(6) 2021 and another cue negative result on (B)(6) 2021. Customer has no symptoms and confirmed that cartridges were stored within specified temperature range. Customer used cartridge lot 15033b and reader (B)(4).

Manufacturer narrative:
Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.